Event description:
Medtronic paradigm 530 g insulin pump retainer ring broken. The medtronic 600 series have been recalled, but there has been no mention of the retainer ring breaking on the paradigm pumps. FDA safety report ID# (B)(4).